Event description:
In 2008, it was reported to boston scientific corporation, that an esophagogastroduodenoscopy (egd) procedure to place wallflex enteral duodenal stent occurred. Reportedly, the stent prematurely deployed distally. The physician completed the procedure with another wallflex enteral duodenal stent. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.